Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. This notification was opened as a result of a patient call to philips patient support. The patient stated that has called for the past 4 days because the trilogy was not working properly. The caller stated the device was flashing red and making an alarming noise. The patient requested a technician come to him home. The patient was not able to find the serial number on the device. The patient stated adapt health instructed him to restart the machine, use his nasal oxygen and to call back on monday as it was a weekend when he called. The patient claimed he had been injured by the device, and it messes with his breathing. Philips patient support advised the patient to they would have to call adapt health as they manage the device and philips patient support does not have the ability to send someone to his home. Based on the information currently provided and available, the reported shortness of breath, being tired, and the allegation of being injured by the device and "it messes with his breathing" is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. No further action is required. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.